Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to charge the ipg as recommended. In turn, the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.